Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that another instance of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on a stored egm via remote transmission. Further programming changes were recommended.